Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive bolus express and esc buttons due to corroded keypad traces. It was unable to perform the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has been alarming button error. The customer did not recall any significant events leading to the alarm. The customer stated she has had button error alarms in the past which she was able to clear but not this time. She normally wears the insulin pump in her bra but the day of the call she was out gardening and had the device in her pocket. Customer also stated she felt her blood glucose was low due to not eating and physical activity and she treated with a glucose tablet. Blood glucose level is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.